Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock was not fully twisted on by the customer. Blood glucose was 199 mg/dl. Reportedly, the customer addressed the issue by tightening the luer lock connection completely.